Manufacturer narrative:
Device passed the displacement test. Device received with scratched lcd window and case. Device received with cracked keypad overlay at select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had retention ring broken off. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.